Event description:
It was reported that balloon rupture occurred. The target lesion was located in the calcified superficial femoral artery (sfa). An 8.0mmx20mmx135cm sterling¿ balloon catheter was advanced to the lesion. The balloon ruptured under nominal pressure at 6 atmospheres. The balloon ruptured longitudinally and circumferentially. The balloon was deflated with an indeflator. The device was then completely removed from the patient and the procedure was completed. No patient complications were reported and the patient¿s status was fine.

Manufacturer narrative:
Device evaluated by MFR.: returned device consisted of a sterling balloon catheter with no other devices. There was blood and contrast in the inflation lumen. Inspection under magnification revealed a pinhole in the balloon material 8mm from the proximal markerband. There were no irregularities in the balloon material that could have contributed to the pinhole. No proximal weld damage was found. The manufacturing batch record review confirmed that the device met all material, assembly and performance specifications. The most probable root cause is operational context as device performance was limited due to anatomical procedural factors. (B)(4).

Event description:
It was reported that balloon rupture occurred. The target lesion was located in the calcified superficial femoral artery (sfa). An 8.0mmx20mmx135cm sterling¿ balloon catheter was advanced to the lesion. The balloon ruptured under nominal pressure at 6 atmospheres. The balloon ruptured longitudinally and circumferentially. The balloon was deflated with an indeflator. The device was then completely removed from the patient and the procedure was completed. No patient complications were reported and the patient¿s status was fine.

Manufacturer narrative:
(B)(4).